Manufacturer narrative:
The reported complaint of a user advisory - ua41 (patient temperature sensor failure) on the autopulse platform (serial #(B)(4)) error message was not confirmed during functional testing but confirmed in the archive data log. The investigation finding revealed that the root cause of the reported ua41 was due to a defective temperature sensor as a of wear and tear. The autopulse platform is a reusable device and was manufactured in december 2014. The device has been operating for nearly 5 years and reaching its expected serviceable life of 5 years. No physical damage observed on the returned ap platform during visual inspection. During archive data review, multiple ua41 were identified on the event date, thus confirming the reported complaint. The initial functional testing of the returned autopulse platform failed due to ua11 (max patient temperature exceeded). To remedy ua11, the defective temperature sensor identified during service evaluation was replaced and it is relevant to the reported complaint because patient temperature failure/exceeded issues. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaint for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message. The ua41 could not be cleared by the user. No patient involvement.